Event description:
The patient reported that the implantable cardioverter defibrillator (ICD) alerts were inaudible. Follow up with the patient's clinic was unsuccessful. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4271 boston scientific lead, implanted: (B)(6) 1999. (B)(4).